Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and lemo connector were evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.